Manufacturer narrative:
Investigation/conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, 3 high levels of hcg urine controls, and clinical positive urine samples from 3 pregnant women. All results were positive at read time. Manufacturing batch record review did not uncover any abnormalities root cause could not be determined from the information provided. To date, 3 false negative hcg complaints have been reported against this lot. This issue will be tracked and trended.

Event description:
Caller reported potential false negative hcg results on the sure-vue urine hcg on one patient vs quantitative serum. The first urine test was negative, therefore, a quantitative test was performed which the result was 3,339 miu/ml. A repeat urine test was performed which showed positive. The following was reported: internal cs: unknown as caller was not the one who ran the test. External cs: performed upon shipment arrival. She does not know if they worked or not, but assumed they did. Patient had ectopic pregnancy as per doctor. Went in for surgery. There was no additional information provided.